Event description:
The customer reported that there delayed response and communication failed. The fse indicated that this was an intermittent ongoing problem. This error results in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of injury or death reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem, but since the problem is intermittent, the rtos and gpos single board computers and the system interface board were replaced. The system operates as intended.